Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 15 months post-implant, it was reported that the pt fell at home and later that evening when he connected to the power module the pt experienced red heart alarms and pump stoppages. When the pt connected to his batteries the pump restarted and functioned normally. The pt was re-admitted into the hospital. The following day the manufacturer's technical services personnel physically evaluated and tested the pt's driveline and no issues were found. The pt was reconnected to the power module and no alarms occurred. The pt was monitored for two days in the hospital with no further alarms and the pt was discharged. Approximately 3 weeks later, additional info received indicated that the pt continued to experience red heart alarms when he was connected to the power module.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.